Event description:
Medtronic received information that approximately four years and ten months following the implant of this transcatheter bioprosthetic valve, the patient was evaluated due to moderate central aortic insufficiency and mild leaflet thickening. Approximately four years and eleven months post valve implant, a non-medtronic 26 millimeter (mm) valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.